Event description:
Same case as MDR ID#: 2134265-2013-05903. (B)(4). It was reported that following a percutaneous coronary intervention, chest pain occurred. In (B)(6) 2012, the patient presented with unstable angina, myocardial infarction and catheterization was recommended. The index procedure was performed. Target lesion # 1 was a de novo lesion located in the distal right coronary artery with 100% and was 20 mm long with reference vessel diameter of 4.5 mm. The physician treated the lesion with direct stent placement using a 3.0 mm x 20 mm and 4.0mm x 16mm pe plus stent. Following post dilatation, residual stenosis was 0 %. Two days post procedure the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented due to chest pain. However, the patient was not hospitalized for more than 24 hours.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).